Manufacturer narrative:
Device was discarded of at the user facility, thus a returned product analysis cold not be completed.

Event description:
It was reported that during a rotational angioplasty procedure, the distal tip of the rotawire guide wire detached and remained in the patient. The lesion location is unknown. The tip of the guide wire fractured during the last run with the burr. The physician was unable to retrieve the tip. A stent was subsequently placed to complete the procedure. Additional information regarding this event has been requested.